Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited extended charge times during middle of life, without declaring elective replacement indicator (eri). A guidant technical services (ts) consultant discussed that this behavior is consistent with normal behavior, and recommended continued monitoring. To date, there have been no reported patient symptoms associated with this clinical observation.